Event description:
It was reported that the patient experienced worsening confusion due to ¿martial di.¿ the suspected cause of the event was patient condition. Corrective actions included medication added, discontinued or dose changed. The event required new in-patient hospitalization. The relatedness was noted as ¿unknown study, unknown programming.¿ the event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40 lot# va01k4q, product type: lead. Product ID: 3387s-40, lot# va04z6f, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial#(B)(4), product type: extension. The manufacturing site ID was previously reported as #(B)(4). Additional information indicates the correct manufacturing site ID is (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported worsening confusion was due to marital distress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: product ID 3387, product type lead, product ID 3387, product type lead product ID neu_unknown_ext, product type extension. Product ID neu_unknown_ext, product type extension. (B)(4).